Manufacturer narrative:
Parts not returned.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site is getting an error message on their system regarding a low memory. There were no patients present.

Manufacturer narrative:
Additional information: serial number and UDI provided.

Manufacturer narrative:
Additional information: device manufacture date provided.